Event description:
Patient in diagnostic imaging department for CT scan. Patient's dual lumen vaxcel PICC line was flushed. Patient reported hearing a "loud pop." Upon return to the nursing unit, the rn was able to flush the red lumen, but when the rn flushed the blue lumen fluid leaked at the site. Cool raised area also noted at insertion site. Line continued to like and was removed per physician order. No adverse outcome to the pt.